Event description:
It was reported to philips that the device had an electrode test failure. The customer requested that the device be returned for bench repair. The device was received by the bench repair service on 10-feb-2022. The reported issue was confirmed and the cause was traced to a faulty capacitor assembly. Based on the conclusion of the evaluation, it was determined that this was a malfunction of the capacitor assembly. The capacitor was replaced to return the device to working condition. The device remains at the customer site. There is no indication of a systemic problem. No further investigation or action is warranted.

Manufacturer narrative:
Updated evaluation results and component coding.